Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe before use. The following information was provided by the initial reporter, translated from japanese to english: "when removing the shield, the needle with the shied was separated from the hub."

Manufacturer narrative:
H.6. Investigation: customer returned (8) 1/2cc, 12.7mm, 29g syringes (1 in an open poly bag, 7 in a sealed poly bag) from lot # 9231037. Customer states that when removing the shield, the needle with the shied was separated from the hub. All returned syringes were examined and the hub-needle assembly separated with the shield when the shield was removed from the barrel from the sample in the open poly bag. No defects were observed on the samples in the sealed poly bag. A review of the device history record was completed for batch# 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200843229] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #77301 was created for high hubs. Debris was collected on the dial. Corrective action: cleaned the debris out of the dial. See h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when removing the shield, the needle with the shied was separated from the hub."